Event description:
It was reported that a patient came in with pain. X-ray's were taken and it was observed that the gamma nail was broken.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.